Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #1 MFR report 3005168196-2020-00973: 1. Section h. Box 3. ''Other'' reason for non-evaluation. 2. Section h. Box 6. Method code 3.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vessel off the splenic artery using ruby coils and non-penumbra microcatheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing the ruby coil into the target vessel, the physician experienced resistance and the ruby coil unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached ruby coil and safely flushed out the coil on the back table. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.